Event description:
A customer observed reproducible reactive vitros (B)(6) results from a single pt tested on a vitros 3600 immunodiagnostic system. The pt sample produced a negative result on a competitive system. False reactive results may lead to inappropriate physician action. The reactive results were not reported. There was no report of pt harm as a result of this event. This report corresponds to ortho clinical diagnostics inc. (B)(4).

Manufacturer narrative:
The investigation found no evidence to indicate that the vitros 3600 or vitros (B)(6) reagent did not operate as intended. The true classification of the pt sample is considered to be (B)(6) negative based on historical pt data and competitive system results. The root cause for the false reactive vitros (B)(6) results are unk.